Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015, the reporter contacted lifescan (B)(4) alleging that the patient's onetouch ultra meter did not power on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 at 10:00pm. The patient manages her diabetes without diabetes medications. The reporter stated that the patient followed her usual diabetes management routine in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "difficulty breathing and perspiration" 12 hours after the alleged product issue began; however she did not receive medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no indication of product misuse, the meter did not turn on when the power button was pressed, based on information provided, the battery did not need replaced, the correct test strips were being used, the meter did not turn on when a new test strip was inserted and the issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptoms of "difficulty breathing and perspiration" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.